Event description:
It was reported that three days post implant there was a patient alert due to oversensing on the ventricular lead. It was noted that the header connection was fine per x-ray. It was hypothesized that this could be due to contact problems post implantation, transient microdislocation, or interaction with a chronic lead. The device and lead are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.